Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician assessment of the reported information and plant's investigation.

Event description:
On (B)(6) 2013, a peritoneal dialysis nurse (pdrn) called technical support (ts) to request a replacement cycler for the patient. The nurse stated at time of the call the patient was in the hospital. During a follow up call on (B)(6) 2013, the nurse stated the patient was hospitalized with shortness of breath and fluid with no additional information. Hospitalization discharge information is unknown however the date of admission was (B)(6) 2013. The patient has been discharged from the hospital and has resumed therapy with the replacement cycler.